Event description:
It was reported that patient required revision of primary tibial baseplate because of component loosening.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.